Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color and the plug deployment button could not be pressed during use. Manual compression was applied to achieve hemostasis. There was no reported patient injury. During a vertebral artery stent implantation procedure, the operator experienced difficulty pulling the guidewire loop outside the body. The device was removed, and manual compression was used to complete puncture site sealing. A retrograde approach was used in the interventional procedure with an exoseal vcd. The patient recovered well. The operator was trained and followed the instructions for use (IFU) guidelines. The device and packaging showed no visible damage prior to use. An 8f 10 cm non-cordis short sheath was used. Femoral artery suitability and vessel diameter (equal to or greater than 5mm) were confirmed via angiography. There were no visible calcium, plaque, stents, or significant stenosis (>50%) near the puncture site. The site had not been closed within 30 days, and there were no pre-existing vascular complications. No difficulties were noted in device connection. The indicator wire cowling locked properly, the indicator remained black and white, a click was heard, and pulsatile flow was observed. Retraction slowed bleed back, though the physician did not place their thumb on the plug deployment button. No red color appeared in the indicator window. The indicator wire loop deployed, but the indicator window did not change color during pull. The device was returned.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color and the plug deployment button could not be pressed during use. Manual compression was applied to achieve hemostasis. There was no reported patient injury. During a vertebral artery stent implantation procedure, the operator experienced difficulty pulling the guidewire loop outside the body. The device was removed, and manual compression was used to complete puncture site sealing. A retrograde approach was used in the interventional procedure with an exoseal vcd. The patient recovered well. The operator was trained and followed the instructions for use (IFU) guidelines. The device and packaging showed no visible damage prior to use. An 8f 10 cm non-cordis short sheath was used. Femoral artery suitability and vessel diameter (equal to or greater than 5mm) were confirmed via angiography. There were no visible calcium, plaque, stents, or significant stenosis (>50%) near the puncture site. The site had not been closed within 30 days, and there were no pre-existing vascular complications. No difficulties were noted in device connection. The indicator wire cowling locked properly, the indicator remained black and white, a click was heard, and pulsatile flow was observed. Retraction slowed bleed back, though the physician did not place their thumb on the plug deployment button. No red color appeared in the indicator window. The indicator wire loop deployed, but the indicator window did not change color during pull. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, with the guard locked. The plug was not received for this evaluation, and the indicator wire was found retracted. An 8f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined because the condition of the returned device did not match the reported event, having been received with the window in black/white/red position. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, the device was returned with an 8f sheath inserted into the 7f exoseal device. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.